Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of short battery life. The returned battery cap was found to be undamaged and able to properly secure to the pump. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump¿s electrical draws were tested and  found not to be within required specifications. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a power issue was unable to be duplicated. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.